Event description:
It is reported that the patient was revised after experiencing pain and discomfort. The explanted device was fractured at the spine. Corrosion/abrasion can be seen on the medial side. Patient denied any trauma history. Implant and explant dates are unknown.

Manufacturer narrative:
This report will be amended when our investigation is complete.